Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported migration. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0602190 implantable port allegedly experienced migration. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) patient weighs (B)(6).